Event description:
Customer reported unexpected negative reactions when performing antibody testing on the galileo instrument using capture-r ready-screen 4, lot k105 on a sample where the patient has a history of anti-fya.

Manufacturer narrative:
The customer initially tested the sample using capture-r ready-ID (crrid), lot id074 and it reacted 3-4+ with fy (a+) cells. The customer performed additional testing using capture-r ready-screen 4 (crrs 4), lot k105 to rule out additional antibodies. The sample was negative with all cells on crrs 4, including fy (a+) cells; repeat testing was negative. The presence of the fya antigen was confirmed on retention and returned crrs 4, lot k105, and returned crrid, lot id074. The customer sent a sample for an investigation testing. The sample was manually tested with retention crrs (4), lot k105. The sample was nonreactive with all cells. The sample was manually tested with the fy (a+) cells from returned crrid, lot id074. Negative to weak reactivity was observed with the fy (a+) cells. Manual tube testing was performed with the sample and retention panoscreen I, ii, and iii, lot 32376, cell iii fy (a+b -), using immuadd as the potentiator. Weak reactivity was observed at the antiglobulin phase of testing. The package insert for crrs 4 states "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."